Manufacturer narrative:
The power supply was replaced, and the issue was resolved. This event was discovered during preventive maintenance and as such no longer meets the requirement for reporting.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 25nov2020. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The biomed reported the unit will not power on. The biomed was preparing for preventive maintenance (pm) service and indicated the main light emitting diode (led) illuminated. The biomed indicated at turn on, the unit just alarms, the external led is on, no external battery installed. The biomed removed backup battery power and unit still would not turn on but more leds on the front illuminated. The remote service engineer (rse) advised biomed to check the sensor printed circuit board (pcb) voltage leds for recommended repair. The biomed indicated the unit now started powering on as expected, but only on battery power. When alternating current (ac) power was connected it would not transition to ac power and ended up vent inoperable, error code consistent with power failure, power fail was logged in the diagnostic report. The rse discussed installation of the generation 3.1 power supply. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.